Manufacturer narrative:
H.6. Investigation summary: eleven (11) samples were provided by the customer for investigation in unopened blister packs. The returned samples were visually examined and it was observed that the returned samples were not clogged as light was able to pass through the samples. The returned samples were then visually examined using 10x magnification for any defects or damage to the needle tips. The returned samples were found to not have any damage, the bevels were good and the etch was good with no defective grind or hooks were observed. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Based on the sample analysis bd was not able to detect any defects on the needle tips. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It was reported that during use the needles are clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: needles clogged and with no cut. The needles are clogged with no hole in its tip. During enzyme application, due to the issue the tip of the material bursts. There was no damage.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9112785. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-25. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needles are clogged with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from portuguese to english: needles clogged and with no cut. The needles are clogged with no hole in its tip. During enzyme application, due to the issue the tip of the material bursts. There was no damage.